Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent hyperglycemia shown on a g7 sensor after a meal announcement did not process, despite no noted infusion set leaks, no pump alarms, and confirmed ongoing insulin delivery; the user had been on therapy about one week and changed infusion supplies shortly before contacting support. Symptoms included elevated blood glucose. Outcomes included improvement in glucose after supply change and follow-up, with no medical intervention or hospitalization reported. Investigation included troubleshooting and user education to verify glucose with a fingerstick and to replace infusion supplies, along with follow-up confirming glucose was trending down. Investigation of this case revealed no device alarms or delivery stoppage and no confirmed hardware malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.